Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the lad. Approximately 8 months post procedure, patient suffered dark tarry stools and asa medication was stopped. Patient was on dapt 24 hours prior to event. Patient recovered. Investigator assessed event is not related to device but possibly related to anti platelet medication.